Event description:
It was reported that vessel dissection occurred. The patient was diagnosed with small vessel disease (svd) of the right coronary artery (rca). The 80% stenosed target lesion was located in the mildly tortuous and moderately calcified mid rca. There was a bend of more than 90 degrees. As a 32 x 3.00 promus premier select drug-eluting stent was advanced to treat the target lesion, resistance was encountered and a type b, non-flow limiting dissection occurred in the ostial to proximal rca. After the 32 x 3.00 stent was implanted, a 38 x 4.00 mm promus premier select drug-eluting stent was deployed to cover the dissection and successfully complete the procedure. There were no further patient complications reported.